Event description:
According to the reporter, during an open low anterior resection procedure, after firing there was no staple on the tissue. They replaced with another same cartridge to resolve the issue in order to complete the case. New reload was used with the same handle without issue. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.